Event description:
The lead was returned with only information that the patient is deceased. The device was returned less than one year after implant. No further information has been made available. No complaints, allegations, or previous contacts have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.